Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. When the steerable guide catheter (sgc) was inserted into the patient, it was noted column was lost. Aspiration was performed and the sgc was removed without issue. A new sgc was used. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed the reported leak. Moreover, a tear on the silicon valve was also observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the observed material cut on the clip introducer is due to user technique. The reported leak is a cascading effect of the observed material cut. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.